Manufacturer narrative:
Vyaire medical was able to trace the reported issue to device design.the pvc tubing would be deformed after it is connected to the stopcock, and no glue was applied in the assembly between pvc tubing and the stopcock. Scn (B)(4) was submitted to vyaire for adding cyc for the bonding of pvc tube and stopcock.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vital signs pressure infusor for hemodynamics lines have been self deflating faster than normal. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.